Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. Preliminary findings are reported. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. Physical evaluation of the returned device: the customer report of accessory stuck in the forceps channel is confirmed. Upon inspection the channel was clogged by some black plastic-stick like foreign material and the inspection engineer failed to remove it (when trying to remove the foreign material, the material got broken off inside the channel) customer reported the channel cover was burnt. This was confirmed upon inspection. The cover around the instrument channel was burnt/melted. It was also found that the channel cover was leaking. This report will be updated upon completion of the investigation or upon receipt of additional relevant information

Event description:
The customer reports during an unspecified procedure using an evis lucera elite broncho videoscope, a laser probe of unspecified model/maker was used in the forceps channel of the scope, causing fire inside the patient's airway 10 seconds after insertion. The procedure was immediately stopped and was rescheduled. The next time was planned for a different operative method (not specified by the reporter). The reporting health facility states that the patient had no ""obvious"" injuries." The procedure was post-poned for one week and has since been successfully completed. After the surgery, the patient has been discharged from the hospital and has been in good condition.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the laser probe was impossible to retrieve from the device due to the fire inside the patient's airway. However, the cause of the fire inside the airway could not be identified. Therefore, the root cause of the event could be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective complaint review involving bf series scopes. This report reflects olympus' re-evaluation of previous medical device reporting decision. The previous reports are correct and remain effective. Added additional h6 coding. The device was returned for evaluation where the additional reportable malfunction was identified. It was observed that during device evaluation, the bronchovideoscope's plastic distal end cover was burned or melted around the instrument channel outlet at the distal end. Based on the results of the investigation, a definitive root cause cannot be identified. The probable cause was the use of high-energy hand instruments (laser/high-frequency/etc) without ensuring sufficient distance from the distal end (handling problem). This issue can be detected and prevented by handling the device in accordance with ¿chapter 4 operation¿ in the instructions for use. Olympus will continue to monitor the field performance of this device.